Manufacturer narrative:
Patient information unknown/not provided. If explanted, give date: not applicable as the lens remains implanted. Phone number: (B)(6). Initial reporter first name: unknown/ not provided. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of an injector was longitudinally cracked when the intraocular lens (iol) was inserted in a patient¿s left eye. The johnson & johnson representative was present at the scene of the surgery to explain how to set the device, and the surgeon pushed the plunger and turned the screw according to the directions. The surgeon had no abnormal feeling or difficulty pushing at the point of use. There was no patient injury or complications, and no post-implant health hazard reported. The patient outcome was reportedly as usual, the surgery was completed without any problems. It was confirmed that the lens remains implanted, and no issues were reported with the iol. It was indicated that the speed of the intraocular lens when extruded was constant and the leaving time after adding eye mucilage was within 1 minute. Leaving time of the lens folded in the cartridge was within 10 minutes (about 1-2 minutes). When pushing the plunger, it was about 1 second without stopping or pushing it back. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: apr 1, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint simplicity was received inside of the original folding carton. A video of the surgery was received as well. Visual inspection under magnification revealed that the handpiece was received with the plunger rod partially advanced. The cartridge was also observed to be cracked that ran from the tube to the cartridge tip. The cartridge tip was also observed to be bent. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. Evaluation of the provided video showed the cartridge and cartridge tip crack during implantation. Per special request the amount of viscoelastic residue inside of the cartridge was also investigated. Trace amounts of residue could be found throughout the cartridge, suggesting that an inadequate amount of ovd (ophthalmic viscosurgical device) was used during implantation. The provided video was evaluated. The video shows a phacoemulsification procedure with an intraocular lens (iol) implantation, the implanted iol is claimed to be a tecnis optiblue one-piece iol preloaded in a simplicity delivery system model dcb00v. It is observed that the cartridge was inserted into the eye through the main incision at minute 5 with 59 seconds of the video and at minute 6 with one second during the iol advancement step the formation of a longitudinal crack with an approximate length of 9 mm was observed, it cannot be determined from the video if the crack extended through the cartridge tip. The root cause and potential clinical impact for the observed phenomena cannot be determined from a video assessment. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.